Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was unknown if the pump logs were available. The cause of the motor stall was unable to be provided. It was requested that the healthcare provider return the pump to the manufacturer; however, it was clarified that the pump has not yet been removed and remains in the patient¿s body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included cancer pain. It was reported that the pump experienced a motor stall. Diagnostics/troubleshooting performed was unable to be provided. Environmental/external/patient factors that may have led or contributed to the issue were unable to be provided. Actions were taken to resolve the issue was indicated as not applicable. No surgical intervention occurred and no surgical intervention was planned. The pump remains implanted and in service. The issue was resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. Additional information was later received on 2026-mar-09, which indicated an analysis letter was required.